Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned treatment and the procedure was completed using ultrasound. The philips field service engineer (fse) inspected the system onsite and found that the system failed to emit x-rays. Upon troubleshooting, fse found that the geo module and tsm touch screen had no power. Review of the system log files showed that 24v output was faulty. To resolve the issue, fse replaced pdu fantray and dcps. Fse powered up the system, tested geometry movements and fluoroscopy exposures, all working and no errors. The defective pdu fantray and dcps were returned to philips for failure analysis and the cause of the failure was found to be 24v (supply caused by component). After replacement of pdu fantray and dcps, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.